Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat dysphagia performed on (B)(6) 2026. During the procedure, when the balloon reached 20 mm, it burst and began to deflate. No debris was observed in the esophagus, and only minimal bleeding was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.